Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain. Reimplantation is planned but had not taken place at the time of this report.